Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable" alarm and the pump would not allow to be use. No patient injury reported.